Event description:
During a cryoablation procedure, the sideport of the flexcath steerable sheath detached from the handle. No adverse event occurred.

Manufacturer narrative:
The device was not returned for investigation. No evaluation could be performed.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.